Manufacturer narrative:
(B)(4)

Event description:
According to the reporter, a sleeve gastrectomy was performed on a patient. A small leak was discovered roughly two weeks post-op on a scan. The surgeon located the leak in the top 1/3 of the stomach at the staple line. No other adverse events were reported.